Manufacturer narrative:
(B)(4). This complaint was not confirmed as the sample was never returned. A batch review was performed on the associated lot with no issues noted. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home patient (hp) contacted baxter via email to report that her cassette had particles inside it. This cassette was from the new box that was sent to replace supplies that were damaged and had particles. Follow up was done via phone call. The hp confirmed there were particles inside the cassette. The hp provided the lot number and had retained the sample for return. There was no patient involvement as this was noticed prior to use, patient injury, or medical intervention indicated at the time of the report.